Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter stated that the pump felt hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigation revealed that there was no activity outside normal use observed in the black box or download history. The inside and outside of pump showed no heat damage. Investigators performed pump rewind, load, and prime with no loss of power and the pump did not get hot. The pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of power and the pump did not get hot. All current readings were within specifications. Opened pump and removed from case. There was no defect found.